Manufacturer narrative:
Samples were not available for evaluation. Therefore, no testing can be performed. D4, the item/lot code information was not provided. Therefore, the expiration dates and manufacturing dates are unknown. Method: the devices were not available for evaluation. No product/evaluation can be performed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's possible that over tightening of the superficial layer attributed to these events. However, due to minimal case information obtained, a definitive conclusion can not be drawn at this time. (B)(4). Item # unknown, quill knotless tissue-closure device, pdo, monoderm, lot unknown.

Event description:
Date of event is estimated. Dr. (B)(6) reported that following several total knee arthroplasty procedures where quill knotless tissue-closure devices were used, patients returned with necrosis at the middle section of the incisions. An unknown size of pdo material was used for deep closure and an unknown size of monoderm material was used for closure of the skin. All of the patients were taken back to the operating room for incision and drainage procedures. Limited information was obtained from this surgeon. However, the surgeon did state that the necrosis may have occurred due to over tightening of the superficial layer. Patient specific information was not provided.